Event description:
It was reported that the device stopped pacing during an elective generator change-out for the advisory. The ICD had been programmed to an asynchronous pacing mode, but the output settings were not provided. There was no capture during cautery use. The patient did not suffer any symptoms and the procedure was completed successfully without adverse consequence to the patient. The device was included in the fsca advisory for premature battery depletion.

Manufacturer narrative:
The reported field event of output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.